Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini engines were missing in drawer 1.12 and 1.13 and solenoid parts were found on floor but could not found old mini engines. A field service engineer installed mini engines on 1.12 and 1.13 to resolve. The customer was able to recover and inventoried. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawers 1.13 and 1.12 were failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.